Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: (B)(6). D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the customer reports that they have incidents of tubes breaking during centrifugation. The following information was provided by the initial reporter. The customer stated: it was reported by customer that they have incidents of tubes breaking during centrifugation. Customer problem: customer reports they have incidents of tubes breaking during centrifugation. Steps taken with customer/troubleshooting: customer was advised the cpt tubes should be centrifugated on a on a horizontal rotor (swing-out head). Bd does not have information about the use of centrifuges on a fixed angle. To avoid breakage of the glass tubes, maximum centrifugation speed is 1800 rcf. Excessive centrifuge speed (over 2000 rcf) may cause tube breakage. Pi was send.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the customer reports that they have incidents of tubes breaking during centrifugation. The following information was provided by the initial reporter. The customer stated: it was reported by customer that they have incidents of tubes breaking during centrifugation. Customer problem: customer reports they have incidents of tubes breaking during centrifugation. Steps taken with customer/troubleshooting: customer was advised the cpt tubes should be centrifugated on a on a horizontal rotor (swing-out head). Bd does not have information about the use of centrifuges on a fixed angle. To avoid breakage of the glass tubes, maximum centrifugation speed is 1800 rcf. Excessive centrifuge speed (over 2000 rcf) may cause tube breakage. Pi was send.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.